Event description:
Patient was having a mole excision on her neck. She was reclined on a procedure table and had a sterile drape around her with a blue pad underneath. After removing the mole, electrocautery was used to coagulate minimal bleeding. The surrounding paper drape was then noted to begin to catch fire. It was immediately swept away from the patient, extinguished, as well as a 4 x 4 gauze that fell to the floor. Congruently, the patient said she felt warm/hotness on her left neck. There was no evidence of any erythema/burn at that time. The physician does not feel that she can explain what happened. She doesn't believe the pen touched the paper drape and she believes the pen was working correctly. She did not notice any sparks.